Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where their epiq 7c ultrasound system displayed a different patient name during an examination. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
During a thorough investigation into determining the root cause of the issue, the customer confirmed there was no system malfunction related to this event. A user data entry error was found to be the cause of this issue. The ultrasound system has been placed back into service with no similar issues reported.

Event description:
A customer reported encountering an incident where their epiq 7c ultrasound system displayed a different patient name during an examination. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.